Event description:
During an implant procedure, the device was undersensing the signals. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of undersensing was not observed in the laboratory. The device¿s sensing was tested in the laboratory, and it was normal. The cause of the reported event could not be determined.